Event description:
Hemolytic blood reaction of questionable origin. Pt demonstrated a reaction (101.6 fever/blood in urine) after infusion of 2 units of blood through a fluid warmer (FDA approved blood warmer). The two units of blood were infused slowly over a 7-8 hr period.